Manufacturer narrative:
E1: name: tandem, address: 11045 roselle street, suite: 200, city: san diego, state, province or territory: ca, post office or zip code: 92121, country: united states of america. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 3003442380.

Event description:
It is reported that the patient faced leakage issue on (B)(6) 2026. It was stated that the insulin was leaking down the patient¿s arm which leads to high blood glucose levels upto 29 mmol/l and ketones 0.2 mmol/l. The patient followed their sick day protocol to manage ketones and blood glucose levels.